Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet required a specific placement on the charging pad to initiate charging, with a solid green indicator light observed when charging occurred; the user was charging with the screen facing up and reported improved charging after trying a different electrical outlet. Symptoms included no reported clinical effects. Outcomes included no impact on health or therapy. Investigation included customer education and basic troubleshooting, including guidance to try an alternate power outlet. Investigation of this case revealed that the device appeared to function when properly positioned on the charger and when connected to a working outlet, consistent with intermittent charging due to alignment or power source variability. It was concluded, based on previously established findings for similar reports, that the cause was user technique and external power source conditions.